Event description:
In 2006, the patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the coring knife was found to be dull and the surgeon was unable to adequately core the left ventricular apex. The surgeon used a blade to complete the coring and the implant continued with no further issues.

Manufacturer narrative:
The patient remains stable on lvad support. The manufacturer was unable to determine the exact cause of the reported event because the coring knife was discarded by the user facility. The reported event is part of an identified trend. Those coring knives associated with trend that were returned for analysis were found to contain the proper cutting angle per manufacturing specifications; however, evaluation results concluded that the cutting edges were not sharp enough to cut through the left ventricle. Further investigation was conducted with the supplier's deburring operations and it was determined a hand de-burring process, which occurred after the knife edge grinding process, could potentially affect quality and performance of the coring knife. As part of the corrective action, the supplier implemented a machine honing process to obtain more a precise surface finish to engineered specifications. Also, the associated component drawing was updated to document a "razor edge" specification requirement. Furthermore, the manufacturer's assembly procedure associated with this device was updated to include provisions for visual inspection of the coring knife for any physical damage, including scratches, dents or edge curling. We have not received any reports to date of dull coring knifes on devices manufactured since the implementation of these corrective actions in 2005. No further information is available. The manufacturer is closing its file on this event.